Manufacturer narrative:
Film evaluation summary: the exact cause of the bilateral type iii separation endoleak, aneurysm in the right common iliac artery leading to loss of distal seal, and positioning difficulty during the secondary intervention could not be conclusively determined from the 5+ year post-implant 3d recon report and cta's provided. Pre-implant anatomy information, films at implant, earlier post-implant films, and films during the secondary intervention that showed the positioning difficulties were not provided. The overlap length between the stent grafts at implant was unknown. The anatomy information at implant was unknown; anatomy morphology changes since implant could not be assessed. The aortic neck may have dilated since implant from disease progression. The films provided showed that there is currently marginal proximal seal. The aortic neck diameter at 5 mm below the left renal measured ~ 4 cm. There was also a bend in the proximal aneurysm that was angulated ~ 75 deg r-l. It is possible that the aortic neck dilation from disease progression in addition to the bend may have contributed to the bilateral type iii separation endoleak. Lack of any component diameter oversizing from the limb junction located within the unsupported aneurysm sac may have also contributed. The aneurysm in the right common iliac artery leading to loss of distal seal may have been due to disease progression. The positioning difficult during the secondary intervention may have been due to the tortuous iliac artery. The films provided showed that the external iliac arteries were moderately tortuous.

Manufacturer narrative:
Other relevant devices are: enew2828c82e, sn (B)(4), enew2020c82e, sn (B)(4), enlw1628c124e sn (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately five years and eight months post index procedure, it was revealed that there was bilateral type iii separation between the 28x28x82 endurant distal aortic extension and the 16x28x124 endurant limb and a type iii separation endoleak between an endurant 28x20x82 limb and the endurant 28x20x166 bifurcated stent graft. The patient has a 5.2 cm in diameter right iliac aneurysm. The physician successfully implanted endurant iliac limbs from the flow divider into the distal stent grafts creating bilateral seal. The bilateral type iii separation endoleaks were resolved. The physician believes that the cause of the bilateral type iii separation endoleaks was related to the patient¿s anatomy of disease progression and aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.